Event description:
Customer alleged that one of the casters fell off during pt transport. No injuries reported.

Manufacturer narrative:
The customer suspected the caster had gotten stuck in the elevator which damaged the caster. The caster was replaced to repair the bed.